Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111400 - the dentist reported that 4 months after two dental implants were installed in intraoral regions # 22 and 25, it was verified their non-osseointegration. Sixty ncm of primary stability was achieved and immediate load was performed. Patient presented bone type iii.